Event description:
Filter implanted in patient on or about (B)(6) 2014. Filter was inserted via right femoral access, and deployed at the l2 position. On or about (B)(6) 2014 patient was administered a scan with contrast, filter was identified in patient upper abdomen. On or about (B)(6) 2015 patient was evaluated to check status of the filter. Physician noted the filter in a different location than the scan from (B)(6) 2014.